Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.